Event description:
I used poligrip from approximately 1998 until 2008. While I was using poligrip, I began experiencing numbness and tingling in my extremities. The same month, I was diagnosed with neuropathy. Blood tests taken at that time showed that I had low levels of copper and high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. I lost my ability to walk. Dose or amount: denture cream. Frequency: 3 to 4 times daily. Route: oral. Dates of use: 1998 - 2008. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.